Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities displayed elective replacement indicator due to an extended charge time. The last followup was 4 months ago at which time the device was at begining of life and a charge time of 14.8 seconds.